Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: with the first and second stapling: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Why could the device not be used? Only three devices have been reported. Did you mean the third firing and not the fourth firing? Please explain. With the fourth (or third?) Stapling: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Were the staples that deployed into tissue formed in the proper closed b-formation? If not, please explain. How was the device removed from the tissue? If there is a fourth device involved in this event can you please provide event details regarding the fourth stapling? Will the devices be returned for a hands-on product analysis?

Event description:
It was reported that during an unknown procedure, the surgeon opened the jaws to put in place a staple then closed the jaws to introduce the device inside the trocar. At the time of reopening, there was a blockage with unusual thud. The device could not be used. A second device was opened with the same issue as the first. A third device was opened, at the fourth stapling, the device got jammed. The stapling and the cut occurred but the device did not open anymore. The procedure time has been slightly extended. There were no adverse consequences for the patient.